Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2500ml and the total drain volume was 4068ml which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance followed-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn was notified of the iipv found. The pd rn stated the patient had been having some discomfort and had had an ongoing issue with fibrin. The home patient (hp) was switched to continuous ambulatory peritoneal dialysis (capd), so the nurses could figure out the issue. They found the hp was producing a large amount of fibrin and this was plugging the drain line. The pd rn stated the hp would soon go back on therapy with the machine, only with more heparin.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) functional test and rite electrical test. The cause the increased intra-peritoneal volume (iipv) identified in the device log was: insufficient drain-false empty detect and use error initial drain alarm setting inappropriately programmed and one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).